Manufacturer narrative:
The device was received, and evaluation was completed. A visual inspection was performed, and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The reported device did not infuse medication was not verified. Evaluation observed no issues upon performing flow accuracy tests at 40ml/hr and 125ml/hr, with a volumetric output deviating from the original by 0,175 and -3.352 percent, respectively; both deviations fall within specification. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is needed. The reporter had stated that ¿did not have the medication 24 in above the center point of the pump¿ possibly referring to the height of the fluid container from the pump. As per the pump's user manual, the "nominal head-height used for the flow rate specification is 24 +/-2 inches". Hanging the container below the recommended level can result in flow-rate inaccuracy, and this is considered user error. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had been programmed to deliver cifatracurium at a rate of 200 mg per 100ml at the prescribed dose of 6 g/kg/min. The reporter further stated that the infusion therapy was expected to take more than six hours however "no medication was infused". As per subsequent follow-up with the customer, there was "no known patient injury, [no] medical intervention, [and no] symptom or adverse event." The reporter further stated that the user ¿did not have the medication 24 in above the center point of the pump¿ possibly referring to the height of the fluid container from the pump. No additional information is available.